Event description:
It was reported that the patient was admitted to the hospital due to multiple seizures, difficulty swallowing and slurred speech. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.